Event description:
It was reported that the pt expired. The pt had a terminal illness; the cause of death was not reported. Per the reporter, the death was unrelated to the implanted device. The pump contained morphine sulfate 20 mg/dl; bupivicaine 40 mg/dl; clonidine 200 mcg/ml, droperidol 150 mcg/dl and compounded baclofen 100 mcg/ml. The infusion rate was 0.5 ml.